Manufacturer narrative:
Medwatch report: mw506914. Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
(B)(4) was notified by food and drug administration (FDA) by a medwatch report. The patient is a contact lens wearer and sleeps in her lenses for 7 days at a time and removed weekly for cleaning. The patient alleges developing an eye threatening corneal ulcer from pseudomonas aeruginosa. Medications prescribed were tobramycin eye drops, ciprofloxacin eye drops, oral ciorofloxacin, doxycyline, vitimin c, cyclopentolate. It is unknown if the corneal ulcer is centrally located. It is unknown if this event has resolved. In the absence of medical information, this event is being reported in an abundance of caution based on the allegation of a corneal ulcer. Additional information received will be provided in a follow-up report.